Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the ventilator and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator then passed all the required testing.

Event description:
It was reported that a ventilator had a communication issue. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.